Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead associated with this pacemaker was explanted due to undersensing and lack of bradycardia pacing when required. No adverse patient effects were reported. This device remains in service.